Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (B)(4) implantable pacemaker/cardio/defib implanted: 2009-(B)(6), 5071-53 x2 implantable pacing leads implanted: 2009-(B)(6), product ID 5866-38m implantable adaptor implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance. It was noted that the lead was discovered to be cut upon explant. The lead was capped and replaced. No patient complications have been reported as a result of this event.